Event description:
(B)(6) center emailed to stryker (B)(4) and notified (B)(6) hospital reported 1 liquid bottles were broken of stryker simplex p bone cement (B)(4).

Manufacturer narrative:
An event regarding packaging damage involving a simplex packaging was reported. The event was confirmed. Method & results: -device evaluation and results: the product was not returned for evaluation however photographs were provided. The photographs depict a fractured ampoule, a unit carton with evidence of compression on the opening flap, a deformed ampoule blister and some damage to the print on the powder pouch. -medical records received and evaluation: not performed as there was no patient involvement. -device history review: review of the batch manufacturing record indicates that this batch was manufactured and shipped to stock with no reported discrepancies. -complaint history review: review determined that there were no other similar reported events for the lot. Conclusions: the photographs provided depict a fractured ampoule, a unit carton with evidence of compression on the opening flap, a deformed ampoule blister and some damage to the print on the powder pouch. Based on the compression marks evident on the unit carton, it appears that the packs were compressed to the extent that the ampoule(s) shattered, allowing the monomer liquid within to leak. The liquid monomer would have caused the deformation of the ampoule blister seen in the photographs. It is not known how or when the product was damaged during distribution/transportation. A CAPA trend analysis was conducted for the reported failure mode and concluded simplex packaging damage may result from other factors not necessarily related to the product.

Event description:
(B)(4) emailed to stryker (B)(4) and notified (B)(4) hospital reported 1 liquid bottles were broken of stryker simplex p bone cement 61910000.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.